Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 12-dec-2017 from a non-health care professional. This case concerns a (B)(6) years old male patient who initiated treatment with synvisc one injection and after unknown latency had weight bearing pain and synovitis. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra- articular synvisc one injection at a dose of 1 df once (batch/lot number: 7rsl021 and expiration date: 31-may-2020) in the right knee for osteoarthritis. On an unknown date in (B)(6) 2017, after unknown latency, the patient had significant synovitis which occurred several hours after the injection. The doctor ordered an MRI for the patient on (B)(6) 2017. Patient was brought back into the office for follow up on (B)(6) 2017 and had the MRI reviewed. The patient was doing better but still had weight bearing pain (event onset date: (B)(6) 2017), especially with hyperextension. Since an unknown date, device malfunction was identified for the reported lot number. Corrective treatment: not reported for all the events outcome: unknown for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented serious event of device malfunction: important medical event . Pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a male patient who received synvisc one injection for osteoarthritis from the recalled lot and later had synovitis with weight bearing pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.